Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately, eight years post filter deployment, patient presented with upper abdominal pain. CT revealed ivc filter legs possibly extending beyond margin wall and no acute intra-abdominal change. Therefore, the investigation is inconclusive for the alleged perforation of the ivc. Based on the provided medical records, there is no clear evidence to confirm for perforation of the ivc as it reported that the ¿ivc filter legs possibly extending beyond margin wall¿. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter struts perforated beyond the margin wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.